Manufacturer narrative:
The event occurred in (B)(4).

Event description:
Caller states patient tested 3.1 inr on the coaguchek xs system while a comparison lab returned as 2.3 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system however test strips are no longer available; replacement was sent.